Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 300 mg/dl, and the bg meter was reading 500 mg/dl. The patient was wearing a tandem insulin pump. The patient could barely walk, had nausea, confusion, tachycardia, was dehydrated, and couldn¿t eat. The patient¿s mother brought her to the emergency room (ER) where she was diagnosed with dka and an electrolyte imbalance. The patient was treated with IV saline, and IV insulin drip, potassium, and magnesium. The patient was discharged on (B)(6) 2025 with a bg meter reading of 170 mg/dl. The patient was no longer wearing a cgm device at the time of discharge. The patient was ¿feeling okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.